Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event as no problem was found. This is a limited investigation. A review of the device history records, risk management file, and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. The device history record (DHR) associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) implemented a serial number logbook to correct this issue. Device is used for treatment. A definitive root cause cannot be determined as the device operated within specifications. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the handpiece does not properly take the skin graft during surgery. It has been tried with several blades, but the skin graft is poor quality. No additional skin grafts were needed and there was no delay and no harm reported. No adverse events were reported as a result of this malfunction.